Manufacturer narrative:
Investigation - evaluation: a review of the drawing, instructions for use, manufacturing instructions, and quality control was completed during this investigation. The device was not returned for physical analysis. Images were provided and show the proximal end of a mac-loc device in situ in a patient. While a leak is not evident in the picture, it can be inferred that the image was provided to show the general location of the leak on the proximal end of the device. The facility has not answered any additional questions for information and has indicated that no further information will be provided. There is no definitive evidence that this device was not manufactured to cook medical current manufacturing specifications. Measures have been previously initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a ultrathane cope nephroureterectomy was placed on an unspecified date. The patient returned to the facility reporting that the tube is leaking. The conditions and patient handling circumstances leading up to the event are not known. Additional event and patient information was requested; no response was received as of the date of this report. The device is not available for evaluation; photographs were provided for examination..